Manufacturer narrative:
(B)(4). The heater head assembly of the subject iw933jeu infant warmer unit is en route to fisher & paykel healthcare for assessment of a possible reason for the alleged fault. We will submit our findings in a follow-up report at the completion of our analysis.

Event description:
A healthcare facility in (B)(6) reported via our distributor that the heater assembly on an iw933jeu cosycot infant warmer did not appear to be working. No pt consequence was reported.